Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). (B)(4).

Event description:
From the journal article, it was found that one patient was implanted with ncb plate and underwent revision due to secondary loosening. Journal article: d. Eschbach. One year after proximal or distal periprosthetic fracture of the femur -two conditions with divergent outcomes?.injury, int. J. Care injured 49 (2018) 1176¿1182.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item numbers are available. Event summary: it is reported that 1 out of 73 periprosthetic fractured patients in the journal article underwent hip arthroplasty revision due to secondary loosening of prothesis 6 months after the ostoesynthesis. The osteosynthesis took place between feb 2008 to feb 2016, a ncb-pp or ncbdf were used. Review of received data journal article: the aim of this study is analyse differences in outcome, complication and chances of restore pre-fracture mobility of periprosthetic femur fracture around total knee arthroplasty (pftka) and total hip arthroplasty (pftha) treated with same surgical technique. 73 patients who had periprothetic fracture treated using mini-open techniqe or minimally invasive approach between feb 2008 and feb 2016 are included in this study. Two kinds of plates were used, the periprosthetic non-contacting bridging plate (ncb-pp) and the distal femur non-contacting bridging plate (ncb-df). At least 4 locking screws (with 8 cortices) in diaphyseal and metaphyseal areas were used. More scews were added when only 1 cortex were fixed with screw. Surgical revision was requred for 8 out of 37 patient in pftka group and 4 out of 36 patient in pftha. One case of secondary loosening of prosthesis 6 months after osteosynthesis, the hip total arthroplasty was revised. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check could not be performed as the ref/lot number, plate type and the combined device (screws/cables) are unknown. Root cause analysis: as the patient underwent hip implant revision due to secondary loosening after osteosynthesis. The involvement of the ncb plate in this event is unclear. Nevertheless, possible root cause that can contribute to this issue for both types of the plate were listed. Root cause determination using rmw (ncb df): unstable osteosynthesis due to inadequate implant stiffness not possible, as a systematic issue with design and material properties of plate stiffness would have been detected as part of the issue evaluation assessment. Unstable osteosynthesis due to user choose a wrong angular direction for the screw possible, as the events detail, x-ray image, surgical note and any other medical records are not available. Unstable osteosynthesis due to users define incorrect placement of the plate possible, as the events detail, x-ray image, surgical note and any other medical records are not available. Unstable osteosynthesis due to user is placing the cables improperly possible, as the events detail, x-ray image, surgical note and any other medical records are not available. Failure of surgery due to wrong selection of components or use in combination with device outside the system possible, as the events detail, x-ray image, surgical note and any other medical records are not available. The explanted devices also not returned. It is unknown if wrong/incompatible components were used. Failure of surgery due to use of the device not complaint with defined indications possible, as the events detail, x-ray image, surgical note and any other medical records are not available. Periost stripping due to use of cables in combination with the plates possible, as the events detail, x-ray image, surgical note and any other medical records are not available. Root cause determination using rmw (ncb pp): unstable osteosynthesis due to inadequate plate stiffness not possible, as a systematic issue with design and material properties of plate stiffness would have been detected as part of the issue evaluation assessment. Unstable osteosynthesis due to user is placing the cables improperly possible, as the events detail, x-ray image, surgical note and any other medical records are not available. Failure of surgery due to wrong selection of components or use in combination with device outside the system possible, as the events detail, x-ray image, surgical note and any other medical records are not available. The explanted devices also not returned. It is unknown if wrong/incompatible components were used. Failure of surgery due to use of the device not compliant with defined indications => possible, as the events detail, x-ray image, surgical note and any other medical records are not available. Periost stripping due to use of cables in combination with the plates possible, as the events detail, x-ray image, surgical note and any other medical records are not available. Conclusion summary: a periprosthetic fractured patient underwent hip arthroplasty revision due to secondary loosening of prosthesis 6 months after the osteosynthesis. The article does not include the reference, lot number of the plate or any detail of the event. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The secondary loosening after the periprosthetic fracture could indicate the poor bone quality and poor osteointegration of the patient. This issue could highly relate to the biological factors of the patient. In addition, the involvement of the ncb plate to this event is unclear. Therefore, with this little information available, it is not possible to perform a analysis and narrow down the root cause. In summary, due to significant lack of information, we are not able to identify a specific root cause for this issue the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). - attachment: [2018-09-06_journal article.pdf].